Manufacturer narrative:
Pc-(B)(4). Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that in order to open the device the knife should be fully returned to it home position, if the device is partially fired the stroke to reverse button should be manually push down in order to fully return the knife before the device can be open. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r58x75. Device analysis: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Echelon long60a was used in a surgical procedure (gastric sleeve). During the procedure, when the doctor tried to open the device's jaws to load the reload, the jaws didn't open. The doctor pushed the red button for returning the blade, but the jaws still could not be unlocked. The procedure continued with another long60a. There were no consequences to the patient.